Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the burned plastic distal cover could not be determined. Iit is likely the use of products that contain silicone led to the white foreign material in the auxiliary channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had a burn on the plastic distal cover and white foreign objects in the auxiliary channel. There was no patient involvement.